Manufacturer narrative:
As reported, when a 6f/7f mynxgrip vascular closure device (vcd) system shuttled down and pulled back, the white advancer tube came back with the system. There was no reported patient injury. It was stored and prepared according to the instructions for use (IFU), and no device or package damage was noted prior to use. The mynx vascular closure device (vcd) was used in an interventional procedure utilizing a retrograde approach. The deployer was trained on the mynx device. A 6f cordis sheath was used. The femoral artery's suitability was verified via angiography, including an insertion angle of 30¿45 degrees. The vessel type was arterial, with a diameter of at least 5 mm. Moderate vessel tortuosity and moderate presence of peripheral vascular disease (pvd) or calcium were noted near the puncture site. Hemostasis was achieved using manual compression. The user fully shuttled down, no unusual force was applied during sheath retraction, and the advancer tube was not visible. The device was not returned for evaluation as it was discarded. The product history record (phr) review of lot f2522304 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-failure to deploy-advancer tube¿ could not be observed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, procedural/handling factors are possible, such as incomplete shuttling down of the shuttle (even though the user reportedly shuttle down completely). According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2522304 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when a 6/7f mynxgrip vascular closure device (vcd) system shuttled down and pulled back, the white advancer tube came back with the system. There was no reported patient injury. It was stored and prepared according to the instructions for use (IFU), and no device or package damage was noted prior to use. The mynx vascular closure device (vcd) was used in an interventional procedure utilizing a retrograde approach. The deployer was trained on the mynx device. A 6f cordis sheath was used. The femoral artery's suitability was verified via angiography, including an insertion angle of 30¿45 degrees. The vessel type was arterial, with a diameter of at least 5 mm. Moderate vessel tortuosity and moderate presence of peripheral vascular disease (pvd) or calcium were noted near the puncture site. Hemostasis was achieved using manual compression. The user fully shuttled down, no unusual force was applied during sheath retraction, and the advancer tube was not visible. The device is not being returned for evaluation as it was discarded.